Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the pilot valve on the manifold leaking. Additional malfunction for this device was the power switch on the control panel having a short circuit.